Manufacturer narrative:
No discrepancies were found during the device history record (DHR) review. The sample was received without the arterial adapter. The catheter did not present signs of use and the red adapter was detached from the extension and it was not present in the sample returned. Additionally the venous (blue) adapter did not present any problem. The reported condition has not been confirmed. An ishikawa diagram was used to determine the potential causes for this event. The evidence provided is not enough to relate this event to the manufacturing operations. The adapter was not present in the returned sample. Based on the available information, it can be concluded that the product was manufactured according to specifications and it functioned as intended for an undetermined amount of time; for this reason the adapter was more likely damaged during use and the most possible root cause can be considered as misuse. No evidence was found to link this event to a manufacturing related cause. A trigger was found for the product family and code and was analyzed according to procedure. It was found that this failure and quality signal is already addressed in a corrective and preventative action (CAPA) which is under investigation. No field actions are required based on the fact that occurrence was found within the expected values per the applicable risk management documents. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes

Event description:
The customer states that blood leakage was found at the artery port of the catheter and dialysis could not be operated. Replaced the broken port with a temporary one.

Manufacturer narrative:
Submit date 12/20/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states that blood leakage was found at the artery port of the catheter and dialysis could not be operated.